Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode was out of the cochlea since implantation surgery, as confirmed by a post-op CT scan, and that the pt was explanted.